Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown morphine drug (8 mg at 1.9 mg) via an implantable pump for unknown indications for use. It was reported that the patient experienced increased pain. There was no csf flow from the cap, so the hcp opened the pump pocket and untangled the catheter. There was still no csf. The spinal pocket was opened to insert a new catheter. Once the catheter was cut below the anchor, csf started flowing. Another piece of catheter was added to connect to the pump. Good csf flow from the cap was noted. The issue was resolved. No factors that may have led to this issue were noted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2025; ubd: 2027-03-07; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.